Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The investigation results confirmed the main switch was an older version. Since the product was manufactured prior to a design change of the power switch, it is presumed that the power switch was damaged due to the amount of operating force applied to the power switch and the number of times exceeding the expected value. There has since been a design change to prevent reoccurrence. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed - the power switch was confirmed to be stuck and would not turn the unit on/off. The switch was confirmed to be a previous version. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the power button was broken. There was no patient injury, associated with the problem, reported to olympus.